Event description:
Note: attempts at clarification of event date have been unsuccessful to date. Date of procedure is (B) (6) 2009, and date of event was given as (B) (6) 2009. It was reported to boston corporation on (B) (6), 2009, that a resolution clip device was used to clip a stomach ulcer. According to the complainant, during the procedure, the nurse attempted to unsheath the clip. The clip was extended past the outer sheath. Half the clip fell off into the patient's stomach. Remaining half of clip and device were withdrawn from patient. The procedure was completed with another resolution clip device without any additional issues. There has been no report of complications or injury as a result of this event. The patient's condition post procedure is reported as stable.

Manufacturer narrative:
(B) (4), half of clip detached. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).